Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a device replacement procedure due to normal eri. After device replacement and lead reconnection, noise was noticed on the egm when hv shock was performed. The lead was capped and replaced. Patient was in stable condition.